Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens implant procedure when the lens was placed in the patients eye it appeared as though there was a fiber or hair behind the lens. After multiple attempts to remove the foreign object it was determined that the defect was in the lens itself, possibly a crack in the lens. The lens was removed during initial procedure and replaced with unspecified lens. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.10. The manufacturer internal reference number is: (B)(4).